Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead interrogated a high varying out of range impedance. The patient was brought in and pocket manipulation could not reproduce the issue. An x-ray was taken and shows that the lead connector was not fully inserted into the implantable cardioverter defibrillator (ICD) header. The device pocket was opened and the lead was fully inserted into the device header and set screw was secured. The physician tugged on the lead and it was securely connected. The device and lead remains in use. No patient complications have been reported as a result of this event.